Event description:
It was reported that, doctor noted pt complaining of continued hip pain of right status post hip replacement. Doctor reported x-rays reveal a loose femoral stem requiring a revision. Upon explant during revision doctor noted the stem was grossly loose with boney fixation. The stem was changed to a short citation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.